Event description:
The patient reported that they were not using their stimulation at all because of the stimulation problems they were having. They were still charging the device periodically. The patient was feeling stimulation when the device was turned off. This issue had been present since 2015. On (B)(6) 2016 they felt light stimulation and had not even charged the implantable neurostimulator (ins) in 3 to 4 days. The patient was having back pain but when they went to take a rest and went into a resting position they felt stimulation which was weird. This back pain had been going on for several weeks. They were also experiencing mobility issues where they had experienced 2 falls and several tripping incidents. One fall or tripping incident was on (B)(6) 2016 and the other was on (B)(6) 2016. The patient had been implanted since 2005 and noted that they knew what was normal and what wasn't normal. The patient was implanted for lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.